Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). A stoma infection and pneumoperitoneum are known complications of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced stoma site pain that was treated with intravenous (IV) paracetamol. The patient also experienced stoma site discharge. The patient was reviewed by the physician on an unknown date, and a computed tomography (CT) scan was performed. The CT scan showed tiny pockets of free peritoneal air noted post-procedure. On an unknown date, blood levels were drawn, and the patient had an elevated c-reactive protein (crp) at 92. The patient was started on metronidazole and cefuroxime oral antibiotics and hospitalized overnight for observation. On (B)(6) 2022, the stoma still looked infected, and the patient was started on flucloxacillin oral antibiotic. On (B)(6) 2022, the stoma was reviewed by the physician, and gastric burn was noted around the stoma. The physician advised to apply adaptic dressings to the stoma site. On(B)(6) 2022, the stoma site redness was improved.